Event description:
Customer reported device = 70 mg/dl at around 6:30 am. Customer started to feel weak and took two glucose tablets. Ambulance was called and their device = 23 mg/dl. Customer was treated by emergency medical technicians (emts) with glucose orally and taken to the hospital. Customer was released soon after arriving with glucose of 81 mg/dl. No controls used. A request was made for return product and replacement product was sent.